Event description:
(Iab s/n unk) the dr tried to insert a balloon with a 10 fr dilator into the sheath and had alot of resistance. The dr wet the dilator and was able to get it in. When the dilator was taken out, alot of bleeding was noted from the hemostasis valve.